Manufacturer narrative:
Product event summary: two controllers were returned for evaluation. No device allegations were reported against the controllers. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices. Failure analysis of the returned devices revealed that the controllers passed functional testing. Visual inspection of the second controller revealed contamination within both power ports and the pump connector. Visual inspection of the first controller revealed contamination within both power ports, the serial port, and the pump connector. The most likely root cause of the observed contamination can be attributed to the handling of the devices. Additionally, visual inspection of the controller under 10x magnification revealed hairline cracks around power port two. An internal inspection did not reveal evidence of fluid ingress. Based on an investigation conducted under CAPA (B)(4), the root cause of the hairline crack was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Even though this CAPA is closed, the first controller falls within the bounds of this CAPA. Log file analysis pertaining to the controller did not reveal any anomalies for the past 14 days through 04-jan-2021. Log file analysis pertaining to the second controller revealed that the controller was not in use during (B)(6) 2021 and was most likely the patients back up controller. In addition, log files revealed that the controllers were in use for more than two years. Additional products: brand name: heartware ventricular assist system controller 2.0, model #: 1420, catalog #: 1420, expiration date: 31-oct-2018, serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: yes. Return date: 08-jan-2021. Yes dev rtn to MFR? Yes. Mfg date: 31-oct-2017. Labeled for single use: no. Patient ime code(s): (B)(4). Imf code(s): (B)(4). If new information is received, the file will be re-opened and a supplemental will be submitted.

Event description:
The controllers were prophetically exchanged as they were nearing the end of life, the controllers were returned to the manufacturer and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.